Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had failure in the ultrasonic image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on ultrasonic probe, the number of missing elements exceeds the standard value and the displayed ultrasound image is defective with missing elements. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image issue was due to a damage ultrasonic probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.